Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
I was reported that the stylet was unable to pass through the lead. The issue was believed to be with the lead itself. Patient was stable prior to, during and post procedure.